Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing continuous elevated blood glucose (bg over 600 mg/dl) with a trace of ketones. Correction boluses via syringes would be administered and pump supplies changed to address bg. Contact alleged the pump was not delivering insulin. As contact did not have pump available at the time of report, tandem technical support was unable to perform a pump system check. Upon follow up, customer reported to be very lean and active in dance class which could possibly causing the non-tandem cannula to bend. Reportedly, customer discussed alternate infusion set sites with a healthcare provider.